Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted and in service, however, device replacement has been planned for a date in the future. No adverse patient effects were reported.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.